Manufacturer narrative:
The device was received for evaluation. A thorough visual examination was performed. The implant was fully intact with only minor abrasions around the removal pin. These abrasions are consistent with removal of the device. No abnormalities were noted during inspection. A review of the device history record found no non-conformances to specification. Based on the results of our evaluation, no definitive conclusion can be drawn.

Event description:
The surgeon reported that the implant shifted post-operatively. A surgical procedure was performed approximately two months following the initial surgery to remove and replace the implant.